Event description:
It was reported that wisps of smoke were observed at the center of the monitor after biopsies were obtained from a pt during an esophagogastro duodenoscopy ("e.g.d.") Procedure. According to medical personnel at the time, there were no injuries related to the incident. Subsequent to the procedure, the pt complained of a sore throat, coughing, hoarseness and chest pains. (Note that the pt's referral for an e.g.d. Was due to pt complaint of hoarseness and sore throat. Also, some pts do experience sore throat as a result of an e.g.d. Procedure). The pt rec'd an x-ray and blood test following the procedure and was re-examined by three physicians (including an ent specialist). Based on these evaluations, it was determined that there were no evidence of mucosal damage and that the pt had a normal exam. According to the pt's physician, the pt is fine and has returned to work. The nurse manager noted that had touched the scope's tip and indicated that it burned the nurse manager's finger and latex glove but that no medical treatment was necessary. Olympus' personnel examined the nurse manager's finger the day after the incident (as well as the next day) and did not see evidence of a burn.